Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one photo of a device. The photo noted the needle was detached from the suture. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the needle and thread broke. There was no patient involved.

Manufacturer narrative:
Evaluation of summary: post market vigilance (pmv) led an evaluation of seven devices. The visual inspection of the returned product noted six sutures and thirteen needles. Two of the needles were observed to be detached from the sutures. The retainers were inspected with no abnormalities. Because the needles were observed to not be broken and no sealed samples were received, pmv cannot confirm the reported condition of needle broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.